Event description:
Onestep CPR complete pads for zoll did not pass testing on zoll. Charge rn (registered nurse) attempted to reconnect pads twice for testing but reported that it did not seem to click well into the zoll. Charge rn tried with new set of pads and those pads passed testing. Tested on zoll 06-0071.